Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints performed to review the reportability decision to FDA,the current event met the reportability criteria.therefore, a MDR is sent with last information received (28 june 2024)-validation date of this retrospective analysis. The review of the quality documents confirmed a regular device manufacturing. As received the fixation mechanism of the lead was blocked due to tissue residues within the helix housing. After cleaning the helix could be extended in 15 turns (out of specification) and retracted in 14 turns (out of specification). Additional tests revealed no damage to the helix, but blood residue remained near the distal ring on the inner coil, resulting to the impact of the screw mechanism observed. Further lead investigation lead revealed that blood had infiltrated the seal in the inner tube, most likely due to excessive glue at the seal during manufacturing. This caused a malfunction of the seal in contact with the blood. At the time of the investigation, blood infiltration impacted the screw mechanism as dry blood residue increases friction during screw extension, which could explain the high number of turns performed during the investigation. This could also explain the lead dislodgement, but as the blood was not dry during implantation, it's difficult to be sure that this is the exact root cause. Another hypothesis could be related to a 'too' high number of screws turns (out of IFU recommendation) performed during implantation and reintervention, impacting the fixation mechanism. Lead dislodgement could also have occurred due to external factors, such as patient physiology, or physician preferred implant site.lead dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature.

Event description:
Reportedly, 24 hours post implantation, the ventricular impedance was increased, and a ventricular loss of capture occurred, indicating that the vega r58 lead was dislodged. The lead was repositioned on (B)(6) 2023 but unfortunately the physician experienced again a lead dislodgement after few days (high impedance and ventricular loss of capture occurred again). So, the lead has been replaced by a new one on (B)(6) 2023.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints performed to review the reportability decision to FDA,the current event met the reportability criteria.therefore, a MDR is sent with last information received (28 june 2024)-validation date of this retrospective analysis. The review of the quality documents confirmed a regular device manufacturing. As received the fixation mechanism of the lead was blocked due to tissue residues within the helix housing. After cleaning the helix could be extended in 15 turns (out of specification) and retracted in 14 turns (out of specification). Additional tests revealed no damage to the helix, but blood residue remained near the distal ring on the inner coil, resulting to the impact of the screw mechanism observed. Further lead investigation lead revealed that blood had infiltrated the seal in the inner tube, most likely due to excessive glue at the seal during manufacturing. This caused a malfunction of the seal in contact with the blood. At the time of the investigation, blood infiltration impacted the screw mechanism as dry blood residue increases friction during screw extension, which could explain the high number of turns performed during the investigation. This could also explain the lead dislodgement, but as the blood was not dry during implantation, it's difficult to be sure that this is the exact root cause. Another hypothesis could be related to a 'too' high number of screws turns (out of IFU recommendation) performed during implantation and reintervention, impacting the fixation mechanism. Lead dislodgement could also have occurred due to external factors, such as patient physiology, or physician preferred implant site.lead dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature.

Event description:
Reportedly, 24 hours post implantation, the ventricular impedance was increased, and a ventricular loss of capture occurred, indicating that the vega r58 lead was dislodged. The lead was repositioned on (B)(6) 2023 but unfortunately the physician experienced again a lead dislodgement after few days (high impedance and ventricular loss of capture occurred again). So, the lead has been replaced by a new one on (B)(6) 2023.